Event description:
It was reported that a humeral nail and two locking screws were removed due to non-healing and migration of the nail superiorly in the right humeral shaft on (B)(6) 2015. Original implant date was (B)(6) 2014. The patient has lystic lesions and myeloma of the right humerus; he is treated with radiation and chemotherapy. All devices were reported to be intact and removed easily with no additional medical intervention or surgical delay. The patient was revised to a plate. It was reported that the procedure was successfully completed and the patient outcome was fine. This complaint is for one (1) cannulated humeral nail and two (2) unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.